Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after feeling a vibratory alert. In was noted that the implantable cardioverter defibrillator was in back-up. The device was restored to its normal settings. The patient was discharged in stable condition.

Manufacturer narrative:
Date received by manufacturer for 2017865-2018-05275 was earlier incorrectly reported as (B)(6) 2018. The correct date received by manufacturer is (B)(6) 2018.